Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to a corroded motor home switch. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify keypad unresponsive or button error alarm due to pump error 38 alarm. However device passed the keypad voltage test. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube thread.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. Customer stated it did not let them press any button, they took the battery out and the insulin pump lost power. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.